Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 14-feb-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and further inspected under magnification and damage on the lens was identified where the outside of the optic meets the spare tire portion of the lens. No further issues were identified. Complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity: unknown. The device was returned for evaluation. However the investigation is in process. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zkb00 20.5 diopter intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). The iol was explanted in a secondary surgical procedure due to complaints of wrong power implanted and replaced with a zkb00 20.0 diopter iol. There was no medical and no surgical intervention during the surgery. Patient outcome post op was reported as patient happy, 20/20- mr: -0.50 +0.50 x 155.